Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00791. It was reported the patient underwent a permanent lead implant procedure on (B)(6) 2017. However, in post-op, the patient experienced abdominal stimulation when therapy was turned on. It was reported one of the leads may have been intrathecal. In turn, the patient was taken back in to surgery, wherein the physician attempted to reposition the lead and then decided to explant both leads.